Manufacturer narrative:
Title: predictive factors associated with complications after laparoscopic distal pancreatectomy source: j. Clin. Med. 2020, 9, 2766; doi:10.3390/jcm9092766. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, 1227 patients underwent laparoscopic distal pancreatectomy by five pancreatic surgeons at a single centre between 2005 and 2015. Post-operative complications were reported 97 patients had pancreatic fistula or intra-abdominal fluid collection requiring antibiotic therapy. Thirty-two patients had pancreatic fistula grade-b requiring intervention therapy. Ninety-two patients had an estimated blood loss of greater than 320ml, resulting in 5 patients requiring transfusion and four patients requiring reoperation.